Manufacturer narrative:
The device history record (DHR) for lot 2311100131 was reviewed and no anomalies related to the reported issue were observed. The device was received for evaluation and visual inspection showed signs of use, it was observed that the catheter was broken between points 14 and 15. Based on the information provided, it was determined that the most probable cause of the reported issue is inadequate handling by the customer could have caused the catheter to break. The instructions for use outline the correct way to use the catheter and how to avoid the type of break observed on the returned device. This information will be used for tracking and trending purposes, and we will continue to monitor.

Event description:
The customer reported that the catheter was cracked when they are removed from the patient. Additional information was received from the customer and stated that when the provider was removing the catheter it broke in 2 pieces and x-ray was used to ensure none left in patient. There was no patient harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.